Event description:
According to the reporter: upon opening the fingers of the instrument, it was confirmed that it was broken. The procedure was completed with another device. There was no tissue damage or bleeding. Nothing fell into the cavity. Operating room time extension unknown. Patient status: ok. No further patient info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. A retrospective data analysis was conducted ((B)(6)2010) and it was determined that this file will be reported as a malfunction.